Event description:
It was reported that the pulse generator had sensed right ventricular activity on the atrial channel. Inappropriate pacing mode switches had occurred; the patient was asymptomatic to these changes. Programming changes were recommended and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.